Event description:
It was reported that an intraocular lens was removed and replaced in the same procedure due to a distorted haptic which required an incision enlargement during removal. The doctor had to cut out the lens to remove it. There was no patient injury. Additional information about patient date of birth and gender has been requested; however, no further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed and all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The explanted/removed lens was returned to the manufacturing site for examination. The lens was visually inspected under microscope at 10x and was observed cut in three pieces which indicated that the unit was used. Some stains and particles were observed adhered to both sides of the optic body compatible with the implant and explant process. No defects were observed in the returned lens sample. During the manufacturing process the lenses are 100% cleaned and inspected at 10x magnification for cosmetic defects including haptic defects. Any defects observed on the lenses that do not meet the criteria specification are rejected. The returned iol lens was cut in three (3) pieces. However, no haptic defects were observed in the returned sample lens. The complaint was not verified. All pertinent information available to abbott medical optics has been submitted. Placeholder.